Event description:
It was reported that on (B)(6) 2013 the patient came in for a pump refill. They were unable to refill the pump. The patient was examined under x-ray. It was determined that the pump had flipped. They attempted to flip the pump back over, but were not successful. The pump had been moved 90 degrees, but could not be fully turned back over. The refill was done with the pump at 90 degrees. The pump was delivering baclofen. The patient status was reported as ¿recovered fully¿.

Manufacturer narrative:
(B)(4).